Event description:
Info received that upon application of the sling to sling bar the screw attaching the sling bar to the flex link came off. No injury was alleged.

Manufacturer narrative:
Technical analysis on parts returned to MFR will be performed. Supplemental report will be forwarded.